Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. During the replacement procedure, the physician found that the atrial lead threshold had increased. A new lead was attempted to be implanted, but failed. That lead was not used and the existing lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: product ID 4574 implantable lead. (B)(4).